Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, h2, h3, h6 reported event was confirmed by review of medical records. Review of the device history records could not be performed as the records could not be found. Medical records were provided for the initial procedure and were reviewed by a healthcare professional. Surgeon notes, from the initial right tha, patient¿s femur canal was quite small, unable to use straight size 0 reamer, used flexible reamers and ream to size 13, then about to 0 straight reamer from zimmer natural knee set. Moved to 0 broach but only able to get 3/4 of the way so unable to use cementless fixation. Used more anteversion to stem to obtain correct position. Plugged canal distally , cemented size 0 nonporous stem. Operative notes were not provided for the revision procedure. Xrays were provided and reviewed by a healthcare professional. Two views of the right hip demonstrate cement fixation of the acetabular cup. Acetabular cup demonstrates horizontal position. Asymmetric position of the femoral head within the acetabular cup, consistent with polyethylene wear. Femoral component is intact. A bony fracture is not definitely seen. Osteopenia present. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 437732049 durasula liner 608906678, 536000049 cluster-hole shell 1518982, 721032000 total head 60965966. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent left hip revision approximately 12 years post implantation due to femoral stem implant loosening. Surgeon suspected failure of the cement mantle. Stem and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.